Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the surgeon even burned the upper part of his index finger during the use of the resectoscope. Due to this burn the case is deemed reportable.